Event description:
Caller reported that the pump screen was dark and would not turn on, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump and instructed the caller on returning the problematic pump using a prepaid label within 10 days. Customer agreed to use multiple daily injections as a backup therapy and was able to put the pump into storage mode before returning it.